Event description:
It was reported that approximately 69 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with abdominal pain. The hospital performed a computed tomography scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by implanting another suprarenal and an infrarenal. The leak was adequately excluded. The patient was reported to be doing well post procedure and was discharged post op day 2.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use and patient candidacy were congruent with the IFU. The patient's medical history and longevity of the device might have contributed to this event in the form of aortic remodeling, and an increase in bleeding complications associated with antiplatelet therapy. At 16 months post implant, intramural thrombus within both the cuff and main body was observed. At 43 months post implant, there might have been ultrasonic evidence of an unknown endoleak; it was not clear if this finding was treated. There appeared to be a new surgical clip within the aortic sac at this time. A CT scan demonstrated progressive aortic remodeling that resulted in a loss of stent overlap, which was estimated to be 1.6 cm - a loss of 1.4 cm; no endoleak was detected at that time. At 69 months post implant, there was substantiated evidence of: a type iiia endoleak; complete component separation and aortic rupture. The secondary endovascular procedure was substantiated by medical documentation only. The patient's recovery was complicated by acute renal failure, and delirium tremors, but the patient was eventually discharged home on the eight post-operative day. A manufacturing record review was performed, the lot met all release criteria no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.